Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. Reportedly, the customer removed and installed cartridges outside of the load process. The customer reloaded the cartridge onto the pump and a minimum fill message occurred after the cartridge was filled with 150 units. The customer filled the same cartridge with 100 more units and reported that another minimum fill message occurred. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer reverted to manual injections.